Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. No complaint received with return of device. Failure (event) observed during analysis. External insulation abrasion was noted at 11.5-11.9cm from the connector pin, consistent with lead friction to the ICD can. External insulation abrasions were noted at 36.6-37.0cm, 36.8-37.0cm, and 37.5-37.9cm from the distal tip, consistent with lead friction to the ICD can. The etfe coating was intact at these locations.

Event description:
This report is to advise of an event observed during analysis.